Event description:
It was reported that during an slap (superior labral anterior posterior) repair, while trying to pierce the labrum with the suture retriever, the upper jaw broke off ( on both instruments). No patient injury was reported.